Manufacturer narrative:
The complaint on item clh-12 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
An email was received with regards to an 8" add-on set, bag spike w/clave® additive port, chemolock¿ port, dry spike adapter, alleging an unspecified chemotherapy spill during patient use. It was reported that there was a user error resulting in a chemo spill. The spill happened as the nurse went to connect the tubing to the patient. The intravenous (IV) spike fell out of the dry spike adapter due to the pharmacy tech not fully twisting the spike into the dry spike. Notable barrier: multiple shoulder/wrist repetitive use injuries occurring in the pharmacy due to the force with which one has to use to insert the spike into the dry spike adapter. The patient and another registered nurse (rn) in the room were dizzy and sent to occupational health, and there was a delay in therapy.